Event description:
Revised a right hip constrained liner to an mdm due to constrained liner disengaging from the cup. Original revision to cup and mdm on (B)(6) 2017. 2nd revision to constrained liner was done at the same hospital and surgeon on (B)(6) 2020. The stem neck showed wear from rubbing on the constrained liner rim.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to disassociation of the liner from the shell. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.